Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Bad updated due to source case (B)(4) opened for unknown account.

Manufacturer narrative:
Bad updated due to source case (B)(4) opened for unknown account.